Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -8.50 diopter was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was removed due to a high vault. A replacement lens was implanted of unknown model and size. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. H6-product evaluation: lens returned in a vial in liquid. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
B5: elevated intraocular pressure with medical intervention was also reported. H3: device evaluation - lens was returned in vial in liquid. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).